Event description:
It was reported that during an unknown procedure, there were difficulties to open the device. After closing the device normally, the jaws were stuck in a closed position and couldn't be reopened even with the opening button. The stapler was unusable and was changed with another like device. There were no adverse consequences for the patient. (B)(4)

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.